Event description:
The account alleged that the right side brake pedal has a broken weld and the head right brake caster will not unlock. No injury reported.

Manufacturer narrative:
The account replaced the brake pedal and the brake cam to resolve the issue.